Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. Additional information was reported that the patient underwent a hernia repair surgery on (B)(6) 2016 and bard ventrio st hernia patch was implanted. It was reported that the patient underwent a hernia repair surgery on (B)(6) 2017 and the bard ventrio st patch was removed. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 10/21/2019. Additional narrative: it was reported that following the procedure the patient experienced pain, adhesions, mesh migration and recurrent incisional hernia.